Event description:
Pt was undergoing lap nephrectomy. Surgeon was attempting to staple across right renal vein. Upon firing stapler, the patient began bleeding. Patient was opened and stabilized. Device was sent in for analysis.